Event description:
As reported, during procedure, the balloon of this fogarty embolectomy catheter burst. There was no allegation of patient injury. The device was received for evaluation and the balloon was found to be ruptured with flap, leaving the wires exposed. Patient demographics unable to be obtained.

Manufacturer narrative:
The device was received for evaluation. The report of balloon burst was confirmed. Balloon was found to be ruptured with flap. The balloon edges appeared to match at the ruptured region. No other visible damage was observed from catheter body. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The manufacturing process have the controls to detect conditions related to balloon, windings or spring tip. In the instructions for use IFU, it is indicated that the balloon rupture and catheter separation are the most frequent causes of reported failures as a result of excessive pull force applied to remove adherent material. Also, it is specified that to minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation and pull force for each size catheter must not be exceed. Based on the available information there is no evidence that supports or confirms theses failure modes are associated to a manufacturing or design defect.